Manufacturer narrative:
Related MFR report number: 2916596-2020-01933. Manufacturer's investigation conclusion: the report of a loose outer layer on the outflow graft bend relief was confirmed. The sealed outflow graft was returned in like-new condition with the bend relief fully secure to the graft hardware. Visual inspection of the bend relief found that the outermost layer of ptfe was peeling away from the proximal edge, adjacent to the attachment clip. The underlying, thicker ptfe was properly secured to the attachment clip. The peeling of the outer layer was a cosmetic issue and had no effect on product function. The root cause was determined to be manufacturing related and a corrective action has been implemented at abbott¿s supplier to address this issue. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. There were no ncmrs related to the reported event. The surgical procedures section of heartmate 3 lvas IFU contains information on "preparing the sealed outflow graft." The IFU also warns that, during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that in the pump prep, the coordinator noticed the lining of the bend relief was peeled off of the top by the connection edge. Usually it is flush. The coordinator exchanged for a new graft. There was no adverse patient impact due to this event. The coordinator provided a photo. The graft/bend relief was returned for evaluation.